Event description:
As reported on (B)(6) 2014, a pt of unk gender and age presented for an endovenous laser procedure. It was reported that when opening the sterile packaging, it was noted the guidewire had partially unraveled. The device was set aside and a new of the same was used to successfully complete the procedure. The pt suffered no harm or injury due to this event as the device did not come into contact with the pt. It was reported that the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).